Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Not working smoothly. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handpiece was not running smoothly and wrong sound coming from machine. Event occurred during surgery there was no harm and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that the hand piece was not running smoothly and wrong sound coming from machine. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Product review of the air dermatome by zimmer biomet australia on july 26, 2018 revealed that the depth bar was found to have side play. The customer hose and width plates were not returned for evaluation product review of the air dermatome by zimmer biomet taiwan on august 14, 2018 revealed that the motor speed was within specifications but at the low end of the spec. The control bar was in the correct position and the calibration was out of specifications at all settings. Repair of the air dermatome was performed by zimmer biomet taiwan on august 17, 2018 which included replacement of the motor, bearings, o-ring, seal, reciprocating arm, external e-ring, die cast aluminum lever, ball plunger, and width plate screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was revealed that the depth bar was found to have side play. It was noted that the motor speed was within specifications but at the low end of the specifications and the calibration was out of specifications at all settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review, it was revealed that the depth bar was found to have side play. It was noted that the motor speed was within specifications but at the low end of the specifications and the calibration was out of specifications at all settings. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.